Event description:
The account stated a blood donor generated false (B)(6) architect anti-hbc ii results with two specimens. On (B)(6) 2011, ID (B)(4), the account generated (B)(6) architect anti-hbc ii (B)(6) but the sample tested centaur anti-hbc (B)(6), axsym core (B)(6) and architect anti-hbs (B)(6). On (B)(6) 2011, ID (B)(4), the same donor tested axsym core (B)(6) but when sent to a reference lab was architect anti-hbc ii (B)(6), centaur anti-hbc (B)(6) and architect anti-hbs (B)(6). The false (B)(6) architect anti-hbc ii results were not reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, architect anti-hbc ii, list (B)(4), that has a similar us product distributed in the us, architect core, list (B)(4). No customer returns were received for evaluation. Retained kits of architect anti-hbc ii reagent, lot numbers 04611li00 and 95138hn00 were calibrated and controls processed. Instrument and all control values met specifications and were in the typical range. In addition, the clinical sensitivity of architect anti-hbc ii reagents, lot numbers 04611li00 and 95138hn00 were evaluated by testing one commercially available seroconversion panel with each reagent lot. The seroconversion panel results were compared with data provided from the manufacturer for this seroconversion panel on the assay. Both reagent lots detected one bleed earlier reactive as the data provided by the manufacturer. As part of this evaluation a review was performed of the complaint records for the affected lot number and did not identify any problems relating to the customer observation. The architect anti-hbc ii package insert was reviewed and addresses sensitivity specifications. Based on this evaluation, it is determined that the architect anti-hbc ii reagents, lot numbers 04611li00 and 95138hn00, identified in this complaint are performing acceptably.